Event description:
It was not possible to withdraw/refill the medication. A catheter dye study revealed a catheter occlusion. The pump and catheter were replaced. The pump was replaced to avoid in-vivo battery depletion and was returned for disposal only. The catheter was not returned. The patient recovered without sequelae. The pump contained dilaudid 4mg/ml delivered at .878mg/day.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.